Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 4.0- 11342 (erkoloc-pro) was manufactured from 7/16/18 and was assigned with 4 years expiration. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper tray was returned with an original case. The results were summarized below: roughness - the flange of the device was smooth but the occlusal surface appeared adjusted, was uneven, and rough. Crack - no major crack was found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was detected. General cleanliness - the returned device was not clean and debris can be observed. Case was not returned with the device. The returned device was visually inspected and no defect and abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause : a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients race/nationality is asian/indian. UDI # is not applicable with the exception of lot number as the device is manufactured by prescription implant date - explant date is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported per patient, "reaction occurred 2-3 days after case was received the comfort hard soft splint. The patient states that their "lips swelled up". The patient received on (B)(6) 2020 and the reaction occurred (B)(6) 2020 per the provider. The patient did not require any treatment. The patient stopped using the device and the reaction ceased the next day. The patient current status is listed as "very well."